Event description:
The customer reported that false positive cardiac troponin (accutni) results were generated on an access 2 immunoassay system for an unknown number of patients over an undisclosed number of days. The customer declined to provide specific data regarding this event, including the number of patients involved, the actual patient results, and the dates of occurrence. Upon repeat on the same instrument, the accutni results were negative and regarded as valid. The erroneous accutni results were not reported out of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment is associated with this erroneous result. Assay quality control results recovered within the customer's established specification during the timeframe of this event. No patient specific information, or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause for this event has not been determined to date.